Manufacturer narrative:
(B)(4). Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, a patient underwent placement of a trapease filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain and swelling. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain is defined as the physical feeling caused by disease or injury or something that hurts the body. Swelling is and abnormal enlargement of a part of the body, typically as a result of an accumulation of fluid. Pain and swelling does not represent a device malfunction. Such events may be related to other comorbidities and not necessarily related to the implantation of the filter. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain and swelling. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that patient underwent placement of the inferior vena cava (ivc) filter due to their history of bilateral lower extremity deep vein thrombosis and bilateral pulmonary embolism. During the placement of the ivc filter via the right jugular vein, the filter was deployed in the ivc. Placement was visualized using fluoroscopy. According to the information received in the patient profile form (ppf), approximately four years and five months post implantation of ivc filter the patient reports to suffer pain. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, pain and swelling. According to the information received on the patient profile form (ppf), approximately four years and five months post implantation of ivc filter the patient reports to experience pain, the location of the pain and swelling has not been provided. The indication for the device implant was a history of bilateral lower extremity deep vein thrombosis and bilateral pulmonary embolism. The filter was placed via the right internal jugular vein and deployed in the ivc while visualized under fluoroscopy. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A device malfunction has not been reported at this time. Pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.